Event description:
Patient reported they had sudden vaginal pain and stimulation in their feet. No patient outcome was reported. Patient was advised to consult with doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.